Event description:
It was reported that a female who underwent a breast augmentation revision with an unknown mentor textured silicone prosthesis experienced bilateral silent rupture postoperative. As a result, patient underwent bilateral replacements as follow: left catalog number: 3503004bc, serial number: (B)(6), right catalog number: 3503004bc, serial number: (B)(6) on (B)(6) 2023. The report indicated mold inside the body. At the time of this report, mentor is unable to independently verify the presence of microbial contamination, as the devices have not been returned for analysis. If additional information is received, a supplemental report will be submitted as applicable. This report relates to the right side. Please see patients¿ other event in manufacturer report number: 1645337-2023-12148.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).